Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a rupture on the posterior view measuring approximately 2.0 cm. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left breast prosthesis bottoming out. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and a mentor memorygel breast implant 425cc gel breast prosthesis (right device) when the left breast prosthesis bottomed out post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 545cc gel breast prostheses on (B)(6) 2023. During explant surgery, it was observed that the removed right breast prosthesis was ruptured. This medwatch report is for the patient¿s right breast prosthesis.